Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy pacemaker (crt-p) device was found to exhibit high out of range pacing impedances and noise on the left ventricular (lv) lead. During the pacing system analyzer (psa) test, the lv lead pacing impedances measured to be greater than 2000 ohms. The physician suspected the cause was due to connection issues and opted to remove this crt-p device and replace it with a new device. The lv lead was connected to the new device and retested. The psa results showed the lv lead impedances still to be greater than 2000 ohms. The physician reconfigured the lead and was able to find a vector with impedances that were within normal limits (wnl). No additional adverse patient effects were reported. The lv lead remains in service, while the crt-p device was removed and is expected to return for analysis.

Manufacturer narrative:
Correction: e1: -initial reporter state.

Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy pacemaker (crt-p) device was found to exhibit high out of range pacing impedances and noise on the left ventricular (lv) lead. During the pacing system analyzer (psa) test, the lv lead pacing impedances measured to be greater than 2000 ohms. The physician suspected the cause was due to connection issues and opted to remove this crt-p device and replace it with a new device. The lv lead was connected to the new device and retested. The psa results showed the lv lead impedances still to be greater than 2000 ohms. The physician reconfigured the lead and was able to find a vector with impedances that were within normal limits (wnl). No additional adverse patient effects were reported. The lv lead remains in service, while the crt-p device was removed and is expected to return for analysis.